Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press and would only activate display if pressed in a specific part of the button. The customer's blood glucose (bg) level was between 40-280 mg/dl. Customer consumed carbohydrates in order to raise low bg. Reportedly, customer continued to use the pump for insulin therapy.